Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: december 03, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned trial spacers were examined and the complaint condition was able to be confirmed in two instances as two proximal coupling heads were found to be broken off. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. Relevant product drawings were reviewed during the investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion from t10 to the ilium, the following events occurred. While the surgeon was working at an unknown lumbar level, the tip of a t-pal trial spacers broke off into the t-pal spacer applicator knob. This event occurred twice. The tip of a t-pal spacer applicator inner shaft also broke off in a t-pal spacer applicator knob. Another part was immediately available for use. There was a 10 minute surgical delay related to the t-pal issues. During initial insertion of a screw at an unknown lumbar level, the tip of a holding sleeve broke off into the screw. The fragment tip was not retrieved and remained implanted in the patient. There was a 2 minute surgical delay related to the screwdriver sleeve issue. The surgery was completed successfully and no further patient harm was reported. The patient outcome was reported stable. No additional information will be available. This is report 9 of 9 for (B)(4).